Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump under infused levaquin to a male patient in the emergency room. The pump was programmed to infuse 605 and only 145 was given. The nurse also reported that the pump was programmed in error. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, under infusion on patient, which was not reproduced or confirmed during evaluation. Review of the event history log did not reveal any abnormalities that could be attributed to the reported symptom evaluation ran the device at multiple flow rates/volumes and found the device to deliver within design specification. The device was calibrated to ensure continued flow rate accuracy. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-11007 can be removed from the FDA database. (B)(4).